Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158." Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The parent reported that the patient experienced multiple pod malfunctions from the same box. Approximately two weeks prior to the reporting date, the patient was wearing a pod on the abdomen for between 1 and 4 hours when the pod alarmed and displayed the message, ¿no pod communication. Discard pod.¿ the pod was removed and discarded. Later that same day, three additional pods failed to activate. As a result of not having an active pod, the patient experienced rising glucose levels up to 22 mmol/l (396 mg/dl) with ketones measured at 0.8 (units not provided), consistent with diabetic ketoacidosis. The parent brought the patient to the accident and emergency room at hospital, where the patient remained for approximately 12 hours and received insulin to stabilize glucose levels. No pod was worn during the hospital visit because the most recent pod also failed to activate. No specific medications were prescribed at discharge, and the parent was unable to provide precise incident dates. On (B)(6) 2026 was used as the reference date. The pods were discarded.